Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm) . Customer reports patient death following CABG/ avr procedure. Customer states that they utilized device and that the delivery of the seal failed. When deployed the seal was sideways and did not create seal. Seal opened partially.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm) . Customer reports patient death following CABG/ avr procedure. Customer states that they utilized device and that the delivery of the seal failed. When deployed the seal was sideways and did not create seal. Seal opened partially.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6- device code corrected to "failure to unfold or unwrap" , h6- corrected to "crack". The lot # 25149986 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.